Event description:
Patient called to report an adverse event involving her puma system device, which was implanted on (B)(6) 2018. Patient stated that the device worked well for her and helped her heal appropriately, however, she saw on x-ray that the device was fractured. Patient stated that her physician decided to leave the broken device implanted in her. Patient states she felt it was important to make FDA aware of this.